Event description:
Information received indicates the device was explanted after eight months implant duration and returned to the manufacturer for analysis. The product was received by manufacturing on 10/02/2006. The reason for product removal listed on the product comment information report sent by the user with the device indicated and infected pocket. No other information was provided on the returned device form. It is unknown if perioperative antibiotics were administered or if the patient has meningitis. No information was listed as to whether cultures were obtained, or if the causative organism has been identified.